Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up revealed the cause of death was subdural hemorrhage due to an unwitnessed fall in the shower at the nursing home.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up revealed the cause of death was subdural hemorrhage due to an unwitnessed fall in the shower at the nursing home. Additional follow up reported the patient was not pacemaker dependent "as of 2008" and the reason for implant was sick sinus syndrome.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku